Manufacturer narrative:
Patient age or date of birth, gender, and weight not available for reporting. 510k: this report is for unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Issue occurred intra-operatively and device was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent general anesthesia for a clavicle fracture repair on (B)(6) 2017. The procedure was not completed due to the proper implants not being available in the operating room. The tray that was in the operating room contained templates only. The outer wrapper of the tray was labeled ¿hook plates¿. However, on the inside, the tray was labeled ¿templates only¿. This was not noticed by the surgical staff until the patient was under anesthesia. The patient was under anesthesia for approximately twenty (20) minutes before the error was noted. Patient was returned to surgery on (B)(6) 2017 and a clavicle open reduction internal fixation (orif) procedure was successfully completed without incident. (B)(4).